Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. E3 of the initial medwatch was inadvertently missed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material adhered to the point which is not outer surface of the device. Additionally, knob wire (k-wire) strands were cut by fatigue breakdown due to repeated operating forceps elevator resulting in the following, k-wire was frayed and raised. The event can be detected by following the instructions for use (IFU) sections: -inspection of the endoscope -inspection of the forceps elevator mechanism the event can be detected by following the instructions for use (IFU) which state: -do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, angulation in the up direction was out of standards due to the worn angle-wire, angle rubber adhesive broken, connecting tube corrugated, insertion part stiff due to the broken connecting tube, electrical connector corroded, gap on up/down knob out of standards due to the worn angle-wire, screen partially dark due to the scratch on charged coupled device lens, forceps-raising angle was out of standards due to the cut k-wire, charged coupled device lens scratched, and light guide lens broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during maintenance of the evis lucera duodenovideoscope, the scope forceps elevator wire (k-wire) was cut off. Upon inspection and testing of the returned device, the inside of the device light guide lens was found discolored and forceps elevator wire (k-wire) was found cut off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.